Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without problems and the procedure was completed with a different device. No patient complications were reported and the patient status was good.